Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not deploy off the catheter. The physician tried to move her hand open and close to get the clip off but it did not work. The clip finally come off from the tissue when it was pulled with the scope which then caused bleeding to the patient. They had to find another way to get control of the bleed and had to keep going back down the patient to ensure that the bleeding had stopped. It was reported that abnormally high resistance was felt before the spool reached the end of the stroke. The clip assembly was later found inside the scope after cleaning. The patient was then transferred to the main campus and was reported to had fully recovered.

Manufacturer narrative:
Event date: approximated on (B)(6) 2022 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.